Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant stent graft system which was implanted in the patient for the endovascular treatment a 58 mm abdominal aortic aneurysm. The endoanchors were implanted due to concern for late failure. Eight endoanchors were deployed from the main body of the stent graft to the proximal neck. The right internal iliac artery was also coiled during the procedure with non-mdt coils. The neck length was 9mm with a neck angulation of 20 degrees. There was no thrombus or calcium at the seal zone. The aortic diameter immediately below the lowest renal was 19mm. It was reported a type ia endoleak was observed at the end of the procedure. The type ia endoleak was also observed on the patients discharge x-ray on (B)(6) 2018. The event was reported by the investigator to be casually related to the index procedure and related to the endograft. The event is unresolved and continuing without treatment. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.